Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low r-wave amplitudes resulting in t-wave oversensing. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes and provided further troubleshooting options to be considered at the next follow up appointment including performing x-rays. This device remains in service. No adverse patient effects were reported.